Event description:
Primary surgery (B)(6) 2012. Pt reports pain. Devices have not been revised.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.

Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of joint laxity and instability.

Event description:
Revision of knee components due to pain.